Event description:
The customer reported that the collimator closed down during a vascular case. The system was intermittently locking up during the case. The system was rebooted and the case was completed without harm to patient.

Manufacturer narrative:
The ge service rep performed an assembly checks on unit. He ensured all transformer lug were torqued to 60 inch pounds, ensured generator backplane d-sub connector from generator driver to the card cage backplane was crimped properly, voltage to the fluoro functions board was set to 5.2 vdc, tightened termal block input screws were tightened down, this is the input from the incoming facility power to the isolation transformer. He adjusted ps2 inside workstation 5 vdc from 4.83 vdc to 5.05 vdc, voltage reading were taken on all circuit card assemblies inside the workstation. The rep ensured that the fuses on the backplane of the workstation were seated properly and no voltage drop was measured across the fuses. He ran the system through several fluoro routines, both were normal and cine runs, booted the system 15 times to ensure proper boot sequence and shutdown was occurring. He replaced fluoro functions board due to the customer stating that the collimator closed down in the recent history of the machine. The rep attempted to reproduce collimator close down by vigorously moving the high voltage cable into different positions, could not reproduce collimator close down. He inspected high voltage cable, cable and connector appear to be in good working order. System is operating as intended.